Event description:
The customer reported that on a bradycardia alarm condition, the alarm rang at the bedside monitor but not at the central station. A nurse noticed that the central station was displaying a heart rate of 20 without any audible alarm. Nurse then went into the pt's room to take care of pt and the bedside monitor was alarming audibly. The pt expired.